Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call experiencing high blood glucose. The customer's blood glucose was in the range of 300-400mg/dl the last two weeks. Customer is waking with blood glucose levels in the range of 200 to 300 mg/dl and it would fluctuate during the day. Customer would not be able to bring levels down to normal range. Customer treated with insulin pump and manual boluses as well as changing the entire set. Customer declined to trouble shoot for high blood glucose. The insulin pump will not be returned for analysis.